Manufacturer narrative:
The subject device is not available for evaluation, as it was discarded by the hospital staff. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring reoperation in the early post-operative period is due to procedural related issues and is unrelated to the device. A manufacturing defect was not identified. Based on the information received, suture loop contributed to this event. Suture loop, or tying a suture around the strut, is a known operative complication of mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. In both cases, the suture loop led to regurgitation which required subsequent intervention. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordate entrapment. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following cautions: ¿avoid looping or catching a suture around the open cages, free struts, or commissure supports of the valve which would interfere with proper valvular function. To avoid suture looping, it is essential to leave the deployed holder in place until all knots are tied. However, if leaving the holder in place obstructs the surgeon¿s view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. Special attention must be given to avoid tying the sutures on top of the corners of the holder legs.¿ no further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that subject device was explanted after an implant duration of one year and 10 months due to suture loop. Intraoperatively, the transesophageal echo in the operating room confirmed severe mitral regurgitation and central regurgitation. The surgical team noticed thickening of the post-t closest to the medial trigone suggesting that this is a stricture on the strut. This finding was confirmed after the valve was taken out. The valve leaflets were otherwise intact. The aortic root was opened and it was noted that the previous mitral valve suture was put very close to the aortic valve, and there was actually one pledgetted suture seen in the bottom of the noncoronary sinus. The patient underwent a redo mvr x3 with a st.jude biocor mitral valve that was well seated with no mr, mild ar, and trivial tr.